Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; unintended movement; torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and both haptics torn, with pieces torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the lens flipped and went into the eye upside down. The surgeon was able to flip the lens back to the correct position but was unable to tuck the haptics under the iris. The surgeon indicated, as he was having a problem with the lens, he would remove the lens and implant the backup lens. The lens was torn when removed within the same surgery, with no patient injury. The backup lens was implanted with no problem. The patient is doing well and va is 20/20 uncorrected.